Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the medical personnel that the patient was hospitalized on (B)(6) 2015 at 9pm for suspected pump thrombus. Patient presented with hematuria, increased ldh, increase trend of pump power and flow since (B)(6) 2015. Medical therapy by intravenous (IV) heparin infusion to keep aptt ratio 1.5-2.5, warfarin withhold since (B)(6) 2015. Blood pressure control by 5 types of antihypertensive drugs in maximum dosage. Turned off lavare cycle. Pump exchange has not been considered in this moment. Patient remains hospitalized. Patient stable and ambulating well. Neurological intact, conscious and rational

Manufacturer narrative:
It was reported that the patient was discharged after treatment and the pump power was "normal". The patient continues with regular follow-up visits. There were no diagnostics to confirm a pump thrombus, the patient was treated based on clinical symptoms. Hvad pump (B)(4) was not returned to heartware for evaluation as it remained implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption and multiple high watt alarms for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities such as diabetes and hyperlipidemia, and pharmacological factors are possible contributing factors. Patients with diabetes exhibit a thrombotic risk clustering which is composed of hyper-reactive platelets, up regulation of pro-thrombotic markers and suppression of fibrinolysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.